Manufacturer narrative:
Section a3b: unknown/ asked but not available. Device evaluation: the product was not returned for evaluation; therefore, testing of the device was not possible. Manufacturing record evaluation: based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction or product quality deficiency. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the customer that a lens was explanted due to issues experienced by the patient, including glare, halos, and blurry vision following surgery. The visual issues were observed starting on (B)(6) 2025 and the lens was removed during a secondary surgery with unknown iol. The patient has fully recovered and did not require any additional medical attention beyond standard care. The best spectacle-corrected visual acuity (bscva) was 20/30 pre-operatively and 20/20 post-operatively. No further information is available at this time.

Manufacturer narrative:
Corrected data: upon further review it was noted that section g4: PMA/510(k) number in the initial MDR was inadvertently submitted missing the ¿p¿ before the numerical value. The complete number is p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.